Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient had l1 to s2 surgery and since then the ins had not been working. The caller stated that the ins was turned off at the time of the procedure. Since that procedure they were able to switch programs so the caller said that the device settings were not reset. The patient was having surgery day of the call for an unknown reason and the ins was confirmed to be off. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was stated that the patient ins was removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to implantable neurostimulator (ins) not working was they had to shut it off for a 7 level spinal fusion (not device/therapy related) and they couldn't turn it back on afterwards. The ins not working issue has been resolved. Patient further reported that they are very disappointed after surgery (not device/therapy related) because they couldn't turn it back on. The patient's spouse called their healthcare provider's (hcp) office and talked to a manufacture representative (rep). The rep didn't recognize the code that was coming up. The patient's spouse asked the rep if anyone could come to the hospital (not device/therapy related) to have it checked out, but that was not possible. The rep told the patient's spouse that the patient would have to come to the hcp's office after getting out of the hospital. As a result, the patient had to use catheters for the two weeks they were in the hospital; it was an inconvenience. They went into their hcp's office and their ins was reprogrammed that day. The patient then said "there should be a system in place so a patient doesn't have to wait that long." No further patient complications have been reported as a result of this event.